Event description:
It was reported that the footswitch cable is broken causing an error 6 "footswitch error" when activated. The system was swapped with another harmonic scalpel to complete the case. No pt consequence reported.